Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Pt reports they were diagnosed with a severe eye infection. Attempts to follow up with the pt have been made for more information and treatment, with no reply. This is being filed as an unconfirmed eye infection.